Event description:
It was reported by the customer, broken PICC line. The patient comes for control when no flow was received at the health center when samples were to be taken. Could not flush any liquid at all. Now trying with light pressure to flush nacl with pre-filled 10ml syringe. Leaks liquid directly under the dressing. Loosens the dressing to see better and then sees a small hole just inside the wing / attachment. After the catheter is removed, it is flushed with slightly higher pressure and then a clot comes out that has been in the mouth. As the catheter was damaged and not completely tight, blood has backed up in the tube

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation of the returned catheter showed blood use residues throughout the device. A split was observed along the catheter just distal of the molded suture wings. A functional test of attempting to flush water into the catheter with a 12 ml syringe revealed the catheter to be patent to infusion. A leak was observed just distal of the molded suture wings. A microscopic observation revealed two superficial splits in the catheter just distal of the molded suture wings and two splits that penetrated the catheter wall. The splits appeared to have sharp fracture edges and granular, uneven fracture surfaces. The damage observed along the catheter shaft appears to be caused by use of an instrument such as forceps or other medical equipment. Inspection of the returned catheter revealed no potential damage/defect related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information 03/28/2025: no patient impact or change of treatment reported.